Event description:
It was reported that the pt experienced swelling in the back, partial paralysis/numbness from the navel down, and a severe burning sensation. The symptoms occurred following a revision on (B)(6) 2011. The pt stated she believed she had "conversion disorder". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).